Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay that occurred. DHR review was completed for the lot in question and the devices fulfilled all requirements prior to release.

Event description:
The nrg transseptal needle caused an error code on the baylis radiofrequency perforation generator when rf delivery was attempted, resulting in a 20-minute procedural delay. The procedure was carried out using a new nrg transseptal needle. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay.